Event description:
It was reported that the sheath pulled in air during aspiration. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was inserted into the left atrium (la), then the dilator was removed. When the sheath was aspirated air was pulled in. Another attempt was made to aspirate the sheath, which was unsuccessful, so the sheath was replaced. The procedure was completed with no patient complications. The device is not expected to be returned for analysis due to contamination. It was further reported that the air bubbles were observed in the aspiration syringe. Multiple attempts to aspirate the sheath were made with a different syringe, but air was always visible.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was received, and the block b5 describe event or problem was updated.

Event description:
It was reported that the sheath pulled in air during aspiration. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was inserted into the left atrium (la), then the dilator was removed. When the sheath was aspirated air was pulled in. Another attempt was made to aspirate the sheath, which was unsuccessful, so the sheath was replaced. The procedure was completed with no patient complications. The device is not expected to be returned for analysis due to contamination.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.